Event description:
Rptr noticed in lateral treatment using isocentric technique, the field moved 0.7 cm. This error was not constant and could be very dangerous producing damage to the spinal cord. (Radiation myelitis). There was play found in the accessory tray to collimator face and in the block tray holder itself. The block tray holder problem was due to the spring pin which holds up the black tray. This was corrected by removing the spring pins and adding a more solid material to the block tray release arm (silver solder). The release arm was remachined to reduce play. The end rail plates on the accessory tray were also shimmed to reduce play in the accessory tray to collimator face. The concern here is that there was no warning from MFR. Rptr recommends this may require: further eval of engineering design, warning to other users, possible recall and repair to prevent further problems and weekly quality control check of blocks for displacement due to their own weight.